Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor in outpatient surgery does not make the usual noises for spo2 and hr. A message appears about a speaker operation problem. There was no allegation of an adverse event or any patient or user harm.